Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name-(B)(4). Investigation results: one lighttrail single use 230m laser fiber was received for evaluation. Visual analysis revealed that the exposed glass fiber tip measured approximately 2.0 mm. Additional examination under magnification revealed that the pattern on the fiber face was consistent with a fracture indicating that the tip or portion of the tip detached. Functional analysis revealed that after attaching the fiber, the fiber was recognized by the console. The console gave error code 1101 ¿ fiber may not be used anymore. Please connect new fiber, indicating that this single use fiber has been fired upon one time. The aiming beam was bright, clear and scattered. The condition of the returned device does not confirm the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail single use 230m laser fiber was used in a procedure performed on an unknown date. According to the complainant, during the preparation and outside the patient, the laser fiber was not recognized by the laser unit. The procedure was completed with another lighttrail single use 230m laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.